Event description:
A malfunction alarm was reported with malfunction code 12. The customer¿s blood glucose level did not exceed 500 mg/dl, indicating it was within a normal range. Technical support provided information on how to reset the pump, and the customer was advised to call back once a charging pad was available to proceed with the reset.